Event description:
A consumer reported that he had his intraocular lens (iol) exchanged for another iol (not specified) because he could not read without glasses. He could see well at a distance. The consumer reported he was subsequently examined by a retinal specialist and told there was nothing wrong with his eye. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted.